Event description:
It was reported that hypotension, vessel occlusion and death occurred. The patient presented with gastrointestinal bleeding and developed st-segment elevation myocardial infarction. The target lesion located in the left anterior descending artery (lad) was treated with 24 x 2.50, 20 x 3.00 and 24 x 2.50 rebel bare metal stents. Post procedure, the patient became agitated with hypotension. The patient went into pulseless electrical activity, and was coded and intubated. A non-boston scientific temporary ventricular support device was inserted. Re-catheterization showed total occlusion in the lad and percutaneous transluminal coronary angioplasty was performed. The patient continued to require cardiopulmonary resuscitation and multiple vasopressor in the intensive care unit. The patient subsequently expired.